Event description:
Customer reported that the insulin pump has been alarming off no power for 12 hours. Customer took the battery out and inserted a new one and received a battery out limit. Customer did receive a low battery alert prior to the off no power alert. The battery cap is not loose, cracked or damaged. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.